Event description:
It was reported that a patient the received notifications indicating that the mobile monitoring application was not connected, and there was no communication between the heart device and the application. The patient was educated on the conditions for ongoing use of the application, and it was confirmed that the application showed proper functioning. The patient also indicated that the issue could also be that they "screwed up" when they inserted and spent almost two weeks in the hospital having blood taken out from heart and lungs due to some complications. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient the received notifications indicating that the mobile monitoring application was not connected, and there was no communication between the heart device and the application. The patient was educated on the conditions for ongoing use of the application, and it was confirmed that the application showed proper functioning. The patient also indicated that the issuecould also be that they "screwed up" when they inserted and spent almost two weeks in the hospital having blood taken out from heart and lungs due to some complications. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.